Event description:
New information received noted that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture. The lead was not used and replaced.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented a with low voltage lead that failed to capture. The lead was explanted and replaced. The patient was stable and discharged.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.